Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 09/22/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. Photographs were provided by the account. A photographic inspection was conducted on 11/28/2022. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger depressed and the blue safety off, which allows for the white plunger to be depressed. While it was stated in the event description that the white plunger was not depressed, the returned device was observed to have the white plunger depressed. We are unable to determine when the plunger was depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. Measurements of the delivery device were taken; ; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.218 inches ((B)(4)). The length of the delivery tube was measured at 2.50 inches ((B)(4)). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and photographic evaluation, the reported failure "fitting problem" was confirmed as well as the analyzed failure "premature deployment" was observed. The lot # 3000239160 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, the hst iii system (3.8mm) seal is released without being seated in the delivery system. The loading seal has failed to load in delivery tube. The blue slide lock was not engaged and the white plunger was not pressed. After using other h/s, surgery is completed. The operation was completed without any other events for the patient.